Event description:
It was reported that the patients ipg was no longer as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.